Event description:
(B)(6) hospital in (B)(6) placed a chest tube pigtail with ir (B)(6) 2024 the next day (B)(6) 2025 the pigtail (medi-tech apdl 8 flexima) broke at the connection site where it connects to the blue catheter. The ir team refused to come assess the chest tube and requested the rapid respond team remove the chest tube. This required prolonged hospitalization, transfer into critical care, and additional order for placement of a new chest tube pigtail that is planned for today (B)(6) 2025. Development of cellulitis around insertion site after removal. Required high dose IV vanco. (B)(6) hospital (B)(6). Unsure if hospital culture or reported the product defect.